Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event corrected from malfunction to serious injury. Outcomes attrib. To ae, describe event or problem, device codes, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. (B)(4). Device evaluated by MFR: returned device consisted of the hub, strain relief, hypotube and 7cm of the shaft (with port/exit notch) of the coyote es balloon catheter. The hub, hypotube, outer shaft and port/exit notch were microscopically and tactile inspected. Inspection revealed a complete separation at the distal end of the port/exit notch, with the inner shaft, majority of the outer shaft, balloon and tip missing. The port/exit notch had extensive damage (notch was perforated completely, typical of a guide wire ripping through), and numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that after the balloon ruptured, the shaft detached upon the removal of the device. The detached part was then retrieved with a snare.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion as located in the moderately tortuous and severely calcified right superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation however upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.